Event description:
It was reported that the surgeon's dell x50 power cable has a loose connection, and the handheld will shut off intermittently but when the cable is held in place, the handheld will not shut off. The site was sent a new power cable and handheld. Good faith attempts to obtain the cable and handheld have been made, however, the device has not been returned to date.